Event description:
It was reported that the user experienced repeated failures of the ilet connection interface wherein the cartridge would eject and could be removed without the required twist, suggesting a compromised chamber or connector fit. Symptoms included no reported adverse clinical effects. Outcomes included use of an alternative insulin therapy and replacement of the ilet device. Investigation included remote troubleshooting and assessment of device assembly integrity. Investigation of this case revealed a suspected mechanical integrity issue with the cartridge chamber and/or connector interface consistent with improper retention of the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was a device component mechanical malfunction.